Manufacturer narrative:
Investigation conclusion: investigation pending.

Manufacturer narrative:
Investigation/conclusion update: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. On (B)(6) 2015 inratio 2.4. On (B)(6) 2015 inratio 3.2; coaguchek 8.0 30 minutes between tests. On (B)(6) 2015, patient self tester went to the hospital for a lab draw due to the 8.0 result on coaguchek. Lab result 6.2. Coumadin discontinued at that time. Patient's therapeutic range 2-3. On (B)(6) 2015, patient self tester stated inratio is now more within range, although results were not provided. No additional information provided.